Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the prograsp forceps instrument sheath was dislodged, preventing it from exiting the robot trocar. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the site/reporter and obtained the following additional information regarding this event: no fragment fell into the patient; the instrument was checked before use and no damage or anything abnormal was observed. The surgical task that was being performed at the time was dk, robotic laparoscopic procedure. The problem with the instrument did not occur after a system failure. The jaws were not stuck in the tissue when the problem was identified. There was no problem reported about the use of the instrument release kit (irk) to properly open the jaws and release the tissue. There was no adverse effect on the tissue being grasped (e.g. Did the affected tissue require repair or medical intervention). The instrument is available for return to isi for assessment.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps was analyzed and failure analysis investigations confirmed the customer reported complaint about the prograsp forceps sheath preventing the instrument from leaving the trocar. The prograsp forceps was found to have the main tube broken at both the distal and proximal end. Pieces measuring proximately .203¿ x .090¿, .230" x .406" and .305" x .178" were not returned with the prograsp forceps instrument. The instrument was found to have the hypo tubes broken at the proximal end. The prograsp forceps instrument was found to have the flush tube broken.